Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 34:448:1323 was confirmed by baxter personnel in the pump's event history. The root cause was assigned to software failure. There is no repair required to resolve the reported problem. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. The customer reported problem was incorrect in the initial medwatch. The customer reported a 34:448:1323 failure code.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 29.06 failure code. This event had the potential to interrupt delivery. The event was reported to have occurred before use. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.